Event description:
Baxter (B)(4) received a report of an infusor that leaked during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4).evaluation summary:the sample was recieved by baxter for evaluation. The reported leak condition was observed then the fill-port cap was removed. The cause was determined to be faulty molding of the duckbill valve. The duckbill valve was manufactured by a suppler, whom was notified of the issue found with the duckbill molding. Should additional relevant information become available, a supplemental report will be submitted.